Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 stated that this lead exhibited noise, oversensing, impedance spikes of 1,450 ohms and questionable capture. The following physician was dr (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).